Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
A patient specific implant prescription form was received for patient's left distal femur with diagnosis: "infected dfr". Added notes report "urgent please...currently has custom made femoral shaft with old m3 design. Needs revision of all modular components please leaving cemented femoral stem and cemented tibial baseplate but changing all other components please". Patient has not yet been revised but the 'required by date' indicated is (B)(6) 2018.

Event description:
A patient specific implant prescription form was received for patient's left distal femur with diagnosis: "infected dfr". Added notes report "urgent please...currently has custom made femoral shaft with old m3 design. Needs revision of all modular components please leaving cemented femoral stem and cemented tibial baseplate but changing all other components please". Patient has not yet been revised but the 'required by date' indicated is december 18, 2018.

Manufacturer narrative:
Corrected data: d1: device identification has been corrected from a distal femur to a patient specific distal femur (mets) extension shaft. Additional mfg narrative: an event regarding alleged infection involving a patient specific mets distal femur extension shaft was reported. The event was not confirmed. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: the implant in situ was for a mets distal femoral replacement which was inserted on (B)(6) 2018. The surgeon reported that the implant has infected and asked for a rebushing. The x-ray provided shows that the implant has good fixation on the femoral and on the tibial side. However, the tibial bone has undergone remodeling especially on the posterior side. The bone around the knee joint is very porotic and had gross osteolytic legions which might be caused by the infection. Never the less the radiographic assessment cannot clearly confirm the bone has been infected. Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 01sep2011 with no reported discrepancies. Complaint history review: there have been no other events. Conclusions: the exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.